Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: the reported pump thrombosis could not be confirmed as no product was returned for evaluation. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The submitted log file captured the data from (B)(6) 2025 through (B)(6) 2025. The system appeared to be operating as intended at the fixed speed, and there were no notable alarms active in the log file. Review of the submitted computed tomography (CT) scan videos could not confirm the reported the reported stroke. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis, stroke, and death as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department (ed) with altered mental status, left hemineglect, and mild facial droop in the setting of known pump thrombosis. The patient was in hospice care prior to graduation from their service two weeks prior. There were no unusual events recorded in the log file event history. Additional information was received that the patient was admitted in (B)(6) 2024 with stroke symptoms and was found to have a left subdural hematoma. The patient also showed small increases in the pump flow and power, but no speed changes had been made. The thrombus was suspected to have developed around that time. The patient was taken off anticoagulation medications warfarin and acetylsalicylic acid in (B)(6) 2024 due to recurring falls and head bleeds. The patient had computed tomography angiography (cta) of the head and neck done on (B)(6) 2025 which showed subacute to chronic appearing infract of the medial left parietal lobe, which was new from (B)(6) 2024. There was also occlusion of the proximal m2 branch. After conversations with the heart failure team, neurology, palliative care, and ed staff, no treatments were performed. The plan of care was ongoing. The patient's mental status varied from agitation requiring medications to help calm them to minimal engagement to their surroundings. Their spouse was talking with the team daily to determine the next steps for the patient. The options ranged from hospice with the deactivation of the left ventricular assist device (lvad) to perusing rehabilitation efforts depending on if the patient was to show some improvement in their condition. The patient being taken off anticoagulation in (B)(6) 2024 was reported under MFR # 2916596-2024-52794. The patient's admission in (B)(6) 2024 was reported under MFR # 2916596-2024-52767.

Manufacturer narrative:
Section d4: device expiration date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient passed away on (B)(6) 2025 secondary to cerebrovascular accident (cva), pump thrombosis, and was not a surgical candidate.

Manufacturer narrative:
Corrected data: section a2: patient age corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.